Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer experienced low blood glucose level of 2.2 mmol/l. Customer stated that the insulin pump had pump error alarm. Customer stated that they were able to complete rewind. Customer was able to clear alarm. It was unknown whether the customer was using auto mode feature. Customer did self test and insulin pump passed self test. The device will not be returned for analysis.